Event description:
The customer reported via phone call that the numbers on their insulin pump were ramping up. The customer reported taking out their battery and a battery out limit alarm occurred after. The customer stated their insulin pump was beeping and the buttons weren't working. Customer's blood glucose was 129 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had no button response due to corroded keypad traces. No scrolling numbers on the display anomaly noted. No audio beep anomaly noted. Unable to verify the battery out limit alarm due to the button keypad anomaly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.